Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) are currently in the process of retrieving further information regarding this complaint to determine if our product caused or contributed to the reported event. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during use. It was reported that increased o2 was administered to increase the patient's spo2 levels. It was further reported that the patient deceased, however it is unknown if there is any causal relationship between the subject device and the patient death. Further information has been requested regarding the sequence of events and the medical cause of death.

Event description:
A healthcare facility in the united kingdom reported that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during use on a patient being treated for pulmonary fibrosis and low respiratory tract infection. It was reported that increased o2 was administered to increase the patient's spo2 levels. It was further reported that the patient deceased. Further information about the reported incident and the medical cause of death was requested from the healthcare facility. However, the healthcare facility did not provide any of the requested information despite several attempts to request this.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the subject device was discarded by the healthcare facility and so could not be returned to fisher & paykel healthcare (f&p) for evaluation. Several attempts to request further information from healthcare facility were made, however no response was provided by the healthcare facility. Our investigation is thus based on the initial information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported the following sequence of events: the patient was set up on therapy with the opt944 optiflow + adult nasal cannula the day before the reported event. The patient underwent physiotherapy on the morning of the reported event. The patient was reported to have desaturated 50 minutes later, when nursing staff went to bathe the patient, and it was observed that the tubing of the cannula was damaged. Increased o2 was administered to increase the patient's spo2, however it was further reported that the patient deceased. Further information about the reported incident and the medical cause of death was requested but was not provided. Conclusion: without the return of the subject device for evaluation or any further information related to the reported event, we are unable to determine the cause of the reported event. From the information provided by the healthcare facility, it cannot be established if there is any causal relationship between the subject device and the patient death. It should be noted that the patient had been receiving treatment for pulmonary fibrosis and lower respiratory tract infection. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the headstrap clip and the tubing clip are appropriately attached. The user instructions also warn: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."